Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient information not available for reporting. Event date: unknown. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). Device history records review was conducted. The report indicates that the: 03.511.003, lot 1066167, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 10.sep.2010. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(4) as follows: synthes (B)(4) reported the following event: during a cranial flap closure procedure on (B)(6) 2016, it is reported the tip of the plate holder for reversible matrix plates broke at the back table. Device was not used on the patient. Procedure was completed successfully using a similar device with no delay and no harm to patient. 1 device this report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation was completed. One holding forceps (part # 03.511.003, lot # 1066167) was returned for investigation. A visual inspection, functional test, and drawing review were performed as part of this investigation. The device was received with one holding tip broken off, the broken piece was not returned for investigation. The remaining tips are undamaged and in functional condition. The balance of the instrument,. Including the laser etchings are undamaged and without any issues. This device is intended for holding matrix orthognathic plates and functions by clipping into a hole in the plate. This information is provided per matrixorthognathic plating system technique guide. Drawings (manufactured/current) for the device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The exact cause for the complaint condition could not be determined, but it was likely caused by repeated use and wear over the life of the instrument. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.